Event description:
This rv lead was implanted on (B)(6) 1997 and remains implanted. At this time. A red alert for low shock impedance was detected on (B)(6) 2014. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).